Event description:
Spontaneous call, pt stated the connection from the needle set to the f900 tubing might not have been tight although she stated it was jammed when she tried to reconnect them after it leaked. She was not successful in reconnecting that pt believes all of the hizentra med leaked and basically nothing was infused in the sites. Pt stated there was no usual swelling or signs that medication went in. Pt stated she does not feel sick. Unk if the product is still on hand. Reported to (B)(6) by pt/caregiver.